Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5032750) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("large blood clots/severe heavy menstrual bleeding/extreme vaginal bleeding at period time") in an adult female patient who had essure (batch no. 774372) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage on (B)(6) 2011. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("stomach swelling"), abdominal pain ("severe cramps/pain in abdominal area"), migraine ("migraines got worse they thought I was having a stroke"), fatigue ("severe fatigue to whole body"), alopecia ("hair loss"), abnormal weight gain ("extreme weight gain/ over 50lb"), rash ("rashes"), adverse drug reaction ("long list of side effects"), neck pain ("neck pain"), immune system disorder ("immune symptoms"), premenstrual syndrome ("severe pms"), arthritis ("arthritis in hips") with arthralgia, back disorder ("back problems") and musculoskeletal stiffness ("whole body stiffness"). The patient was treated with surgery. Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, abdominal distension, abdominal pain, migraine, alopecia, abnormal weight gain, rash, adverse drug reaction, neck pain, premenstrual syndrome, arthritis and back disorder outcome was unknown, the fatigue had not resolved and the musculoskeletal stiffness was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain, abnormal weight gain, adverse drug reaction, alopecia, fatigue, menorrhagia, migraine and rash with essure. The reporter considered arthritis, back disorder, immune system disorder, musculoskeletal stiffness, neck pain and premenstrual syndrome to be related to essure. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event added: whole body stiffness. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain (constant,severe)") in a (B)(6) year-old female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2007, (B)(6) 2009), ectopic pregnancy in 2009, pap smear abnormal and cervicitis (B)(6). Previously administered products included for an unreported indication: hydrocodone in 2009. Concurrent conditions included body mass index normal and hepatitis since 2012. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 6 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: she did not have complications that occurred at the time of essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2009: negative. Hysterosalpingogram - in (B)(6) 2015: confirmed total bilateral occlusion . (B)(6) 2016, surgical pathology: final pathologic diagnosis:right and left fallopian tubes and paratubal cyst:segments of fallopian tube with a paratubal cyst . Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical record received. Reporters added, product lot number added, concomitant and historical condition added, patient demographics were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain (constant,severe)") in a 28 year-old female patient who had essure inserted (lot no. 20196136) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ectopic pregnancy in 2009 and cervicitis human papilloma virus, pap smear abnormal, parity 2 ((B)(6) 2007, (B)(6) 2009) and gravida ii. *28apr2016, surgical pathology: final pathologic diagnosis:right and left fallopian tubes and paratubal cyst:segments of fallopian tube with a paratubal cyst. Previously administered products included: hydrocodone. Concurrent conditions were listed as hepatitis c since 2012 and body mass index normal. Concomitant products included hydrocodone in 2009 and depo provera (medroxyprogesterone acetate) for contraception. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2332 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2016. An unknown time later she experienced dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysterectomy). At the time of the report, the pelvic pain had resolved. The outcome of dyspareunia was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure administration. The reporter commented: she did not have complications that occurred at the time of essure placement. Discrepancy noted date of insertion:(B)(6) 2009 and (B)(6) 2009. Discrepancy noted date of removal: (B)(6) 2009 and (B)(6) 2016 (salpingectomy and hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.435 kg/sqm. [Human chorionic gonadotropin] on (B)(6) 2009: results: negative [hysterosalpingogram] in (B)(6) 2015: results: confirmed total bilateral occlusion [pathology test] on (B)(6) 2016: results: right and left fallopian tubes and paratubal cyst lot number: 20196136, manufacture date: 2009-08, and expiration date: 2012-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain (constant,severe)") in a 28 year-old female patient who had essure inserted (lot no. 20196136) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ectopic pregnancy in 2009 and cervicitis human papilloma virus, pap smear abnormal, parity 2 ((B)(6) 2007, (B)(6) 2009) and gravida ii. On (B)(6) 2016, surgical pathology: final pathologic diagnosis:right and left fallopian tubes and paratubal cyst:segments of fallopian tube with a paratubal cyst. Previously administered products included: hydrocodone. Concurrent conditions were listed as hepatitis c since 2012 and body mass index normal. Concomitant products included hydrocodone in 2009 and depo provera (medroxyprogesterone acetate) for contraception. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2332 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). An unknown time later she experienced dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysterectomy) with essure removal on (B)(6) 2016. At the time of the report, the pelvic pain had resolved. The outcome of dyspareunia was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure administration. The reporter commented: she did not have complications that occurred at the time of essure placement. Discrepancy noted date of insertion: (B)(6) 2009 and (B)(6) 2009. Discrepancy noted date of removal: (B)(6) 2009 and (B)(6) 2016 (salpingectomy and hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.435 kg/sqm. [Human chorionic gonadotropin] on (B)(6) 2009: results: negative. [Hysterosalpingogram] in (B)(6) 2015: results: confirmed total bilateral occlusion. [Pathology test] on (B)(6) 2016: results: right and left fallopian tubes and paratubal cyst. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: report of lawyer. Essure removal method added. Imdrf-FDA synchronization we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain (constant,severe)") and device breakage ("a small portion of the essure device was still left in one of the cornua") in a 28 year-old female patient who had essure inserted (lot no. 20196136) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("a small portion of the essure device was still left in one of the cornua"). The patient had a medical history of ectopic pregnancy in 2009 and abnormal uterine bleeding, pelvic pain, paratubal cyst, cervicitis human papilloma virus, pap smear abnormal, parity 2 ((B)(6) 2007, (B)(6) 2009) and gravida ii. *(B)(6) 2016, surgical pathology: final pathologic diagnosis:right and left fallopian tubes and paratubal cyst:segments of fallopian tube with a paratubal cyst. Previously administered products included: hydrocodone. Concurrent conditions were listed as hepatitis c since 2012 and body mass index normal. Concomitant products included hydrocodone in 2009 and depo provera (medroxyprogesterone acetate) for contraception. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2332 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2016. An unknown time later she experienced device breakage (seriousness criterion intervention required) and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysterectomy). At the time of the report, the pelvic pain had resolved. The outcome of dyspareunia was unknown. The reporter considered device breakage, dyspareunia and pelvic pain to be related to essure administration. The reporter commented: she did not have complications that occurred at the time of essure placement. Discrepancy noted date of insertion: (B)(6) 2009 and (B)(6) 2009. Discrepancy noted date of removal: (B)(6) 2009 and (B)(6) 2016 (salpingectomy and hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.435 kg/sqm. [Computerised tomogram] on (B)(6) 2017: t a small portion of the essure device was still left in one of the cornua. [Human chorionic gonadotropin] on (B)(6) 2009: results: negative. [Hysterosalpingogram] in (B)(6) 2015: results: confirmed total bilateral occlusion. [Pathology test] on (B)(6) 2016: final pathologic diagnosis: right and left fallopian tubes and paratubal cyst; segments of fallopian tube with a paratubal cyst. Pre-operative: pelvic pain in female. Specimen(s) received: right and left fallopian tubes and paratubal cyst. Gross description: right and left fallopian tubes and paratubal cyst" consists of two tan-pink tubular portions of tissue with attached fimbriated end and measuring 1 x 8.7 cm and 0.8 x 9 cm. The smaller tube has an attached paratubal cyst which measures 1 cm in greatest dimension. The cyst is filled with clear fluid.; on (B)(6) 2017: final pathologic diagnosis uterus and cervix: cervix: no significant diagnostic abnormality. Endometrium: secretory phase endometrium, no evidence of hyperplasia or malignancy myometrium: no significant diagnostic abnormality. Serosa: no significant diagnostic abnormality. Pre-operative: pelvic pain in female. Specimen(s) received: uterus and cervix. Gross description: the uterus itself measures 9 x 5 x 3.8 cm and weighs 81 gm. The serosa is pink, smooth and unremarkable. Lot number: 20196136. Manufacture date: 2009-08. Expiration date: 2012-08. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: device breakage event added, reporters, medical history, lab data, patient information, and non drug treatment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain (constant, severe)") and device breakage ("a small portion of the essure device was still left in one of the cornua") in a 28 year-old female patient who had essure inserted (lot no. 20196136) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("a small portion of the essure device was still left in one of the cornua"). The patient had a medical history of ectopic pregnancy in 2009 and abnormal uterine bleeding, pelvic pain, paratubal cyst, cervicitis human papilloma virus, pap smear abnormal, parity 2 ((B)(6) 2007, (B)(6) 2009) and gravida ii. *(B)(6) 2016, surgical pathology: final pathologic diagnosis: right and left fallopian tubes and paratubal cyst:segments of fallopian tube with a paratubal cyst. Previously administered products included: hydrocodone. Concurrent conditions were listed as hepatitis c since 2012 and body mass index normal. Concomitant products included hydrocodone in 2009 and depo provera (medroxyprogesterone acetate) for contraception. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2332 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2016. On unknown date she experienced device breakage (seriousness criterion intervention required) and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysterectomy). At the time of the report, the pelvic pain had resolved. The outcome of dyspareunia was unknown. The reporter considered device breakage, dyspareunia and pelvic pain to be related to essure administration. The reporter commented: she did not have complications that occurred at the time of essure placement. Discrepancy noted date of insertion: (B)(6) 2009 and (B)(6) 2009. Discrepancy noted date of removal: (B)(6) 2009 and (B)(6) 2016 (salpingectomy and hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.435 kg/sqm. [Computerised tomogram] on (B)(6) 2017: t a small portion of the essure device was still left in one of the cornua [human chorionic gonadotropin] on (B)(6) 2009: results: negative. [Hysterosalpingogram] in (B)(6) 2015: results: confirmed total bilateral occlusion [pathology test] on (B)(6) 2016: final pathologic diagnosis. Right and left fallopian tubes and paratubal cyst: - segments of fallopian tube with a paratubal cyst. Pre-operative pelvic pain in female specimen(s) received right and left fallopian tubes and paratubal cyst. Gross description: right and left fallopian tubes and paratubal cyst" consists of two tan-pink tubular portions of tissue with attached fimbriated end and measuring 1 x 8.7 cm and 0.8 x 9 cm. The smaller tube has an attached paratubal cyst which measures 1 cm in greatest dimension. The cyst is filled with clear fluid.; on (B)(6) 2017: final pathologic diagnosis uterus and cervix: - cervix: no significant diagnostic abnormality. - endometrium: secretory phase endometrium, no evidence of hyperplasia or malignancy - myometrium: no significant diagnostic abnormality. - serosa: no significant diagnostic abnormality. Pre-operative pelvic pain in female specimen(s) received uterus and cervix gross description: the uterus itself measures 9 x 5 x 3.8 cm and weighs 81 gm. The serosa is pink, smooth and unremarkable. Lot number: 20196136, manufacture date: 2009-08, expiration date: 2012-08. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage. Lot number: 20196136, manufacture date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.